Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and inspected. The customer's complaint was confirmed. The probe was broken at 12mm from the distal end site. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. It was discovered that the crack was progressing from the scratches. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, a likely mechanism causing the broken probe might be the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The event can be prevented by following the instructions for use which state: ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic benign laparoscopic adenomectomy using this ultrasonic surgical device, the probe broke in half, falling into the patient's cavity. The broken piece has been retrieved, as reported. The procedure was delayed for 15 minutes to locate the probe and replace device. The procedure was completed without major issues, as reported. The customer further provided the settings for the ultrasonic generator used with the device. The software installed was version 2.00. Intelligent tissue monitoring (itm) was turned off, is usually kept on, and was changed during the procedure. The device was used for two hours. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.